Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/082013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect found. Testing was unable to duplicate the complaint during the investigation. No unexplained power on resets were observed in the black box download, no damage found to returned battery cap or battery compartment. The returned battery cap fully attaches to the pump with no issues. Pump powers on with audible and vibratory sounds. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period using the returned battery cap; no power interruptions or eaw¿s were duplicated during this time. A ¿low battery¿ warning and ¿replace battery¿ alarm were reproduced for the investigation; the pump gave the appropriate sounds and displayed the correct message on the screen.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging the pump lost power without emitting an alarm. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.